Manufacturer narrative:
(B)(4). One used bravo ph recorder was received for evaluation. Visual inspection found that the rubber covering on the power button was sunken in. This may result in the button getting stuck, causing the power to turn off unit during the procedure. Identified root cause: power button failure.

Event description:
According to the customer, when attempting to begin the study on the bravo recorder, the lcd was blank and a yellow led light was showing. The bravo ph capsule was placed successfully. However, the recorder was not responding when the power button was pushed.